Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned that orders not crossing over one patient on multiple station. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, it was determined that the orders were not crossing over to stations for one patient, and the orders were also not visible on the server list. A technical support specialist (tss) confirmed missing patient orders were not showing on the es server. The troubleshooting revealed no xml message matching the order ID was received, though other orders for the patient were processed correctly. The es server was receiving adt/pis messages and was up to date. The issue was resolved after confirming it was caused by an address configuration problem on the customer¿s end. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.